Event description:
Information received by medtronic indicated that the insulin pump had ink stain. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring: black. Customer reports: ink stained. Unit received with cracked and bleeding lcd glass. Unable to perform displacement test or verify s.w version. The p-cap / reservoir lock properly in-place. The following cosmetic damage was noted during visual inspection: cracked case on the back at the battery tube area, minor scratched display window, case, keypad overlay and faded serial number label. In conclusion, customer allegation of physical damage / ink stained was confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.